Manufacturer narrative:
Patient identifier, age, date of birth, and weight not available for reporting. Patient age reported only as 40¿s. The 510k: this report is for an unknown dhs/dcs lag screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as approximately 5 years prior to removal, exact date is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with the dynamic hip screw/dynamic condylar screw (dhs/dcs) system for femoral neck fractures approximately five (5) years prior to removal. Patient was returned to surgery on (B)(6) 2018 for removal of the hardware. After the side-stoppage screws were removed, surgeon had difficulty removing the lag screw and dhs/dcs locking compression plate(lcp), as the lag screw was bent. The incision was extended and surgeon was able to remove the lag screw and plate. Surgery was completed with a delay of approximately 50 minutes. No adverse consequence to the patient was reported. Concomitant device reported: dhs/dcs plate (part number unknown, lot number unknown, quantity 1). This report is for one (1) unknown dhs/dcs lag screw. This is report 1 of 1 for (B)(4).